Event description:
During an aspiration procedure using 11mm flexible curette could not be withdrawn from within the uterus. The pt was transferred to ER/hosp where tip of the corette broke off. The pt had the cannula and the tip removes successfully at the hosp. This adverse event was reported by dr. The clinic stopped use of the product and returned the product to their supplier (distributor), who in turn returned some curetted to medgyn.